Event description:
It has been reported to philips that the system was unable to produce exposure. The system was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to produce exposure. The customer tried to restart the system but the issue persisted. Review of the log files confirmed the reported malfunction. The fse checked the system and confirmed that system had full image disk message due to which it was unable to expose. The fse recreated the image in frontal and lateral stand to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.